Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not allow for bolus. Customer's blood glucose value was unknown at the time of the incident. Customer was performed self test and it was passed. Customer also stated the insulin pump had no bolus delivered alarm. The insulin pump will not be returned for analysis.